Manufacturer narrative:
No button error alarm noted. All buttons function properly. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device had cracked reservoir tube lip. No damage noted on keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a button error alarm during a set change. Customer had already replaced the device. Customer's blood glucose was 169 mg/dl. During troubleshooting, customer mentioned she had low blood glucose of 27 mg/dl on christmas eve. Customer's caretaker treated her with glucose. Customer's blood glucose went up to 330 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.